Event description:
The pt stated that she experienced insulin leaking from her infusion set. She stated that her blood glucose elevated to 400-460 mg/dl. The pt lowered her blood glucose by administering an insulin injection. No further info is available. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report.